Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had asystole, syncope and had a fall. The patient also felt discomfort. The patient was hospitalized. The device showed loss of capture and had a pacing problem. The device was reprogrammed and remains in use. It was also determined that the right ventricular (rv) lead and left ventricular (lv) lead had loss of capture. The rv lead was re-positioned and the lv lead remains in use. No further patient complications have been reported as a result of this event.